Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is no lights are displayed on the control panel. Additional information noted on irs is the pcb was found to be detached from control panel. Pcb was reattached to control panel with new screws.